Event description:
Op dialysis. Arterial line at pump had a tear in it. Air was coming into system. This occurred at the begining of the treatment. Procedure was stopped. Tubing set replaced and treatment continued without incident. No negative pt outcome. Event codes for pt (f10) not entered because facility found no code for delayed treatment.